Manufacturer narrative:
Unable to pass a 0.014" guidewire through shaft i.d. As it appears that there is dried biological matter inside the shaft. It appears the catheter shaft was over torqued. The strain relief was removed to visual the section of separation. The proximal catheter shaft was separated approximately 2mm from the hub. There was no noticeable damage to the remainder of the shaft. The root cause is associated to excessive torque applied during the procedure. The turnpike IFU states "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Also, "never advance, withdraw or rotate an intravascular device against resistance until the cause of resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." The submission of this MDR is part of a voluntary remedial action.

Event description:
Physician was doing a retrograde cto case. The proximal hub/torque boot broke off from main body of catheter. He was able to remove the turnpike lp catheter from the wire and used another turnpike lp during case. Physician reported he was meeting a lot of resistance while torqueing the turnpike lp but didn't pull back on catheter to relieve the torque build up or reverse the direction of torqueing. No patient impact reported.